Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis(dka). The customer reported blood glucose value of over 1000 mg/dl. The customer experienced the symptoms of feeling sick, tiredness and weakness at the time hyperglycemic events. Emergency medical services (ems) were dispatched, the customer was hospitalized for greater than 24 hours, and the customer was treated for hyperglycemic events and diabetic ketoacidosis (dka) with an IV insulin drip (intravenous insulin infusion) and other medications, including a thyroid pill, baby aspirin, and ranitidine. The event involved products mmt-1884, unk_sensor, unomedical and mmt-332a. Troubleshooting was partially performed for high blood glucose event. The customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unk_sensor. No product return is required for unomedical. No product return is required for mmt-332a.